Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a diabetes-related incident requiring hospitalization at a time when the aviva meter was unavailable for use due to no power. Caller stated that she had used meter successfully in the morning; however, the next time she attempted to use the meter it would not power on and she was unable to take blood glucose level. Caller stated she was in hospital for three days. No treatment details reported. Caller stated she discarded the meter.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.